Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a locking compression plate (lcp) broke. On an unknown date, the patient was implanted with a left, 4.5 millimeter lcp proximal tibia10 hole plate and seven screws. Subsequently, x-ray on an unknown date showed the plate had broken into two pieces. The patient developed a malunion. All hardware was removed on (B)(6) 2017 without difficulty. All screws were removed intact. There was no surgical delay. The patient was revised to another synthes plate. The procedure was successfully completed and patient outcome was stable. Concomitant medical products: unknown screw (part# unknown; lot# unknown; quantity: seven). This is report 1 of 1 for (B)(4).